Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a broken sensor. The customer's blood glucose reading was 5.5 mmol/l. The customer reported two faulty sensors. The customer stated that the first sensor only had a short electrode. The customer stated that the sensor did not function approximately after two days. The customer stated that the second sensor worked for two days and then the signal was not found. The customer inserted a new sensor which appeared to be working.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor. Performed continuity resistance test and the sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings. Performed visual inspection on the second sensor and found the sensor cannula retracted inside the sensor base. No broken cannula was found during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.